Manufacturer narrative:
Concomitant medical products: unknown endo gi - unknown endo gia instrument, lot# unk unknown egia su - unknown endo gia sulu, lot# unk medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. 1219109-2023-00135 if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy, in the first firing for pulmonary parenchyma resection, while in the chest cavity, the surgeon noticed that there was no anchoring suture on the sheet of the cartridge side. The reload was used as it was. However, when another reload of the same type was used, there was no anchoring suture on the sheet (both at the tip and the proximal side) of the cartridge side again. The reload was not used on the patient. To resolve the issue, a third reload was used. There was no patient injury. Medtronic's initial evaluation of the incident device found that the clamping mechanism was deformed which is indicative of a thick tissue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The two devices were available for evaluation. Visual inspection noted a component was loose or missing. It was reported that the distal suture of the reinforcement material was missing. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The instructions included with this device provide the following guidance: when using the device to grasp or manipulate tissue multiple times, the staple line reinforcement material secured on the anvil and cartridge may move and dislodge. Dipping the reload in sterile saline prior to positioning the reload at the target tissue may help flatten the material on the cartridge. Failure to completely fire the reload will result in an incomplete cut and staple formation, which may result in poor hemostasis and leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.